Event description:
It was reported that during use of the instruments, nerve damage and paralysis was incurred.

Manufacturer narrative:
Eval summary: the surgeon chose to use a minimally invasive approach when using the humeral jig attached to the periarticular locking humeral plate, contrary to recommended surgical technique. As a result, the pt suffered nerve damage. The surgeon preferred to use an alternative approach rather than the delto-pectoral approach as specified in the surgical technique. No other complaints have been rec'd for these instruments since release to the market approx eight yrs ago. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.